Event description:
It was reported that the customer was hospitalized for hypoglycemia. The cause of the event was not determined by the md. It was confirmed that the programming and histories were accurate. Troubleshooting was performed and the pump tested ok. The attending md advised the customer not to use the pump until customer has it replaced. At the end of the call, the customer was instructed to call the md regarding lbgs and that a replacement will be sent.